Manufacturer narrative:
(B)(4). The analysis result of the er320 device found that it was received with the top shroud broken. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed 3 clips conforming and it ejected 13 clips; the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts and were found to be broken which suggest that a lockout premature occurred and leading the incident reported. In addition, the handle post was noted to be broken, leading to the experienced ejected clips condition. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, no clip was delivered despite the activation of the device's handle. Another like device was used to complete the procedure. There were no adverse consequences for the patient.